Event description:
Physician reported rupture. The device was explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported rupture. The device was explanted and replaced. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, missing piece of the shell and red particles and crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. Based on the device analysis the final assessment is: a sharp opening on posterior side due to an unidentified (tear) opening.

Event description:
Additional reported information indicates that this device was implanted past the expiration date.